Event description:
A person reported that his client suffered several burns to the knee after using our device.

Manufacturer narrative:
The patient in question was not in our records database nor did we find any physician's prescription on this person. The person reporting this event did not give us his phone number or the number of the patient. Attempts to find them was not successful. No device was returned for evaluation. No other events such as a number of burns to the skin have been reported on this device. This is being reported at the recommendation of (B)(4), FDA investigator after an inspection of zynex medical on 6/3/09 - 6/10/09.